Manufacturer narrative:
It was reported that end-user sustained rib fracture from falling while using the rollator. Per report, while end-user was waiting at the bus stop, he sat on the rollator and the attachment bolt in the left front leg fell out resulting in the rollator's frame collapsing and end-user falling and hitting his left side onto the cobblestone sidewalk. Reportedly, five days later, end- user visited an emergency room where a chest x-ray was done and he was diagnosed with rib fracture. End-user was prescribed oxycodone for pain and was given an incentive spirometer. Reportedly, this rollator was purchased on (B)(6) 2018 and was used both indoors and outdoors. Due to the reported rib fracture, this medwatch is being filed. The sample was returned for evaluation and the complaint cannot be confirmed. A possible root cause could have been that the attachment bolt was not securely tightened and the leg was able to come loose. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that end-user sustained rib fracture from falling while using rollator.